Event description:
(B)(4). It was reported that the lights in the operating room 4 were intermittently turning off. After further evaluation, it was confirmed there was a malfunction with the ups. While the event did occur during a procedure, there was no reported adverse consequences.

Manufacturer narrative:
Attempts were made to obtain patient information, but there was no information at the time of this report. There is no expiration date for this product. The brand name listed is for the part which malfunctioned, but lists the fsy code for visum led lights, which is the main device which shut down causing the event. The catalog number is for the ups, and at the time of the report, the serial/lot number was not available. The 510k number listed is associated with the main device, the visum led lights. The device manufacturing date was not known at the time of the report. Evaluation summary: it was reported that lights in an operating room were intermittently turning off. After further evaluation, the ups was confirmed to have caused or contributed to the malfunction. In this case, the ups was replaced. The root cause is still being investigated at the time of this report. While it was reported that the lights shut off during a case, the case preceded without any report adverse consequences. This non-conformance will be monitored for adverse trends. This is not a single use device.